Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-01447. Reporter occupation - non-healthcare professional. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), vena cava (vc)/aorta perforation/embedment, difficult to retrieve, tilt, pain, breathing problems, anxiety, mental anguish, stress, worry, panic attacks. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, breathing problems, anxiety, mental anguish, stress, worry, and panic attacks are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right femoral vein due to left hip surgery, followed by an unsuccessful retrieval attempt on (B)(6) 2016, a successful retrieval (B)(6) 2018, and the implant of a second filter on (B)(6) 2018. Patient is alleging "the first filter had tilted, embedded, and perforated the vena cava and aorta; and I experienced abdominal pain, developed a pulmonary embolism and had breathing problems." The patient further alleges anxiety, mental anguish, and stress. 20dec2016, retrieval report (attempted): "next using a gooseneck snare as well as a variety of other snares multiple attempts were made to engage the hook and retrieved filter. All of these were unsuccessful. Following these attempts and a cavagram was performed which demonstrated a widely patent cava with no evidence of thrombus and the filter in the same position." (B)(6) 2017, report from CT (computed tomography): "dedicated examination of the pulmonary arteries demonstrates presence of a few small filling defects within a couple of right lower lobe pulmonary arteries, consistent with pulmonary embolism." (B)(6) 2017, report from CT: "there I s a filter within the inferior vena cava which is below the bilateral renal veins . The filter itself is completely anterolaterally tilted toward the left with the filter retrieval hook abutting the left anterolateral wall of the ivc . The hook itself does not appear to be penetrating through the ivc wall . At least 3 of the 4 main stabilizing struts appear to slightly penetration/extend beyond the ivc wall with one of the struts abutting the adjacent aorta." 12mar2018, retrieval report (successful): "ivc gram demonstrates no evidence of thrombus within the filter. As noted on outside CT performed (B)(6) 2017, the hook of the filter appears to be buried beneath the caval wall just below the left renal vein." "Through the 12 french sheath, biopsy forceps were advanced and used to dissect out the hook of the filter. The hook of the filter was then captured with the biopsy forceps. The sheath was advanced down over the filter." "With a firm traction, the filter legs were ultimately disengaged from the ivc wall and the filter was then removed. Evaluation of the filter, confirms the filter to be completely intact."